Event description:
Upon starting IV and withdrawing stylet the needle safety clip aid not engage and a needlestick occurred to an employss. Followed the hosp protocol for documenting/treating needlestick injury.